Event description:
It was reported that during a cryo ablation procedure, the temperatures decreased more quickly and to lower temperatures than expected. The case was switched to and completed with radiofrequency. The data files were later reviewed and the temperature issues were observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 106a3 (serial: (B)(6)); product type: console & spare parts medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the balloon catheter with lot number 16293 and the data files were returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50012 (the refrigerant delivery path was obstructed). During inspection of the balloon segment, debris was observed at the laser drilled hole(s) of the injection tube. The blockage may cause obstructed flow system notices. The patient data file was received and recorded on the reported date of the event. The patient data file showed five applications were performed using a 2af284 balloon catheter with lot number 22446. Console output data (pressure, preset pressure, and flow) showed pressure was tracking and the preset pressure and flow readings were as expected. However, the temperature profile was unexpected during ablation at applications three and four. Low temperature profiles were observed, with temperatures dropping to -51 degrees within 27 seconds in some applications. In conclusion, the reported temperature issues were confirmed through analysis and the balloon catheter failed the returned product inspection due to debris observed at the laser drilled holes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.